Event description:
It was reported that noise was observed on the right atrial (ra) lead and right ventricular (rv) lead channels on this newly implanted pacemaker. The physician advised there are no plans to revise either lead at this time. The device remains in service and no adverse patient effects were reported.